Event description:
It was reported that the patient's left knee was revised. As reported: "pt. Presented with a tendon-rupture of the patellar-tendon/extensor-mechanism. The doctor opted to swap out some components, while performing an I&d, and extensor-mechanism repair. No complaints have been filed against the components themselves. No further info available."

Manufacturer narrative:
Reported event: an event regarding a revision of a gmrs femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to tendon-rupture of the patellar-tendon/extensor-mechanism. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.